Manufacturer narrative:
Consumer reported an infection, pain, bleeding & mobility concerns, consumer also reported pressure on the tongue.

Event description:
Consumer reported pressure on tongue, concerns with mobility, pain, & bleeding.